Manufacturer narrative:
Section d information references the main component of the system (B)(6) 2022 UDI (B)(4). Additional information was received that according to the physician, the pericardial effusion was caused by the aortic dissection. The valve interacted with the sinotubular junction (stj) during the recapture resulting in the dissection. Per the physician, both the valve and the delivery catheter system (dcs) caused the dissection and pericardial effusion. No treatment was provided as the valve outflow helped seal the dissection. No additional adverse patient effects were reported. B5- updated event description d1- updated brand name d4- updated model #, catalog #, expiration date, lot #, unique identifier (UDI) # d10-updated concomitant prod updated device mfg date updated method code. The vale remains implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on the first deployment attempt, the valve was positioned too high. The valve was recaptured, and during recapture, the valve dislodged into the ascending aorta. On the second deployment attempt, at 80% deployment, the valve dislodged supra-annular again. The valve was recaptured and deployed a third time. On the third deployment attempt, the patient¿s blood pressure dropped. Pericardial effusion was noted on computed tomography (CT). Pericardiocentesis was performed and the patient¿s blood pressure subsequently stabilized. During image review, it was noted that a dissection in the ascending aorta was present after the second valve recapture. No additional adverse patient effects were reported.